Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of over 600 mg/dl and was subsequently hospitalized. The cause was unknown, however it was reported that the customer's non-tandem continuous glucose monitor was not in use. The customer declined to provide additional information regarding the issue.